Event description:
A patient was hospitalized with a reactive airway diagnosis after they were reportedly exposed to dust particles from the packaging of a bi-level positive airway pressure (bipap) device breathing circuit. Although the patient and their durable medical equipment supplier (dme) completed testing of the device and circuit to insure no leaks were present, the patient was admitted to the hospital without receiving any therapy from the bipap device (or the associated patient circuit) due to their reaction to the dust. The customer was discharged after 5-6 days of hospitalization and is again receiving bipap therapy for an obstructive sleep apnea condition. The manufacturer has requested the return of the affected bi-level device and tubing for investigation and will file a follow-up report when this investigation is completed.

Manufacturer narrative:
Return of the device for evaluation has been requested by the manufacturer.